Event description:
It was reported that the patient was in horrible pain the minute after the implant and was in the emergency room (ER) the day after the implant. The patient was taken back to the ER by the ambulance 2 days after that. The patient was not eating because the pain was so bad and their heartbeat went down. The patient had pain in their stomach. The patient had their device explanted on (B)(6) 2013 because they thought something was wrong with the device. After the explant the patient was still experiencing numbness on their left side due to the device. Information from the patient¿s doctor indicated that the cause of the event was not determined and it was unknown if it was device related. X-rays were taken. The patient was last seen by their doctor on (B)(6) 2013 and was doing okay. The doctor¿s office never found anything wrong with the device or therapy. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3 9565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).